Event description:
The customer reported the system had a touch screen failure error message and then system locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.